Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the oxygen sensor to resolve the reported issue. (B)(4).

Event description:
A report was received stating an e500 ventilator experienced an oxygen sensor failure alarm. There was no pt involvement.